Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.

Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect laac was selected for use. Pre-procedural imaging revealed an anatomical variation where the patient had a right-sided aortic arch without dextrocardia. This finding was reviewed by the attending anesthesiologist, who requested a team discussion to reassess the procedural approach. After thorough evaluation, the team concluded that the absence of dextrocardia allowed the procedure to proceed as a standard laac. Further imaging identified a significantly dilated left atrium (la) and noted that the aorta was compressing on the la. The team proceeded with the transseptal puncture (tsp). The physician aimed for a mid-mid septal puncture, targeting the thinnest portion of the interatrial septum. However, imaging revealed a very limited window for visualization, making precise localization challenging. The initial tsp attempt failed to achieve left atrial access. Four additional attempts were made, but the device was unable to cross into the la. After the fifth attempt, a pericardial effusion was observed on imaging, posteriorly located. A pericardiocentesis tray was requested, and approximately 720 ml of blood was drained from the pericardial space to stabilize the patient. Following the pericardiocentesis, imaging conditions improved, and the septal anatomy became more clearly visible. However, due to the complication and associated risks, the physician made the decision to abort the procedure. The patient was sent to post anesthesia care unit in a stabilized condition. The device is not expected to be returned for analysis. There was no pericardial effusion noted as baseline before tsp. The patient was not under warfarin nor antiplatelet drugs at the time.